Event description:
Physician reported that the programming system used on a patient was freezing and causing the patient's settings to spontaneously change to lower than programmed. No other relevant information has been received to date.